Manufacturer narrative:
The field service engineer could not determine a cause. He inspected the probe and adjusted it. The rinse pressure was low and the rinse tubing fluidics were clogged. A valve was flushed and the rinse pressure was adjusted to recover within specifications. The gear pump pressure was checked. Precision studies were performed and there were no issues. The customer ran controls. The last calibration performed on (B)(6) 2020 was ok. Quality controls recovered within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, abnormal probe aspiration alarms were observed on the day the samples were initially tested. Sample short alarms also occurred. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that when reviewing patient reports from (B)(6) 2020, she noticed some low test results generated by the cobas 6000 c (501) module. The reporter pulled these samples and repeated them on (B)(6) 2020. Of the repeated samples, two had discrepant results for gluc3 glucose hk gen.3. The initial values were reported outside of the laboratory and the repeat results measured on (B)(6) 2020 were believed to be correct. The first sample initially resulted with a glucose value of 33 mg/dl, which repeated with a value of 101 mg/dl. The second sample, from a male patient, initially resulted with a glucose value of 55 mg/dl, which repeated as 127 mg/dl. The glucose reagent lot number was 45247201, with an expiration date of 30-apr-2021.